Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. Expiration date: not applicable. UDI number: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (upper). According to the information provided by the doctor, the patient experienced red irritation with white bumps, the first night the appliance was used ((B)(6) 2019) inside her cheeks where cheeks came in contact with the device. Upon experiencing the reaction, the patient stop wearing the device immediately and the red irritation with the white bumps subsided within days. According to the doctor, the patient is currently asymptomatic. The patient has no known allergies.

Manufacturer narrative:
Corrected: section a6: corrected patient weight to 130lbs from 120 lbs. The investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Returned sample inspected: the upper tray was returned with original case. The results were summarized below: roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - very clean. Case was returned in a good condition with label. Per returned part visual inspection, the returned device had no defect and abnormalities. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 1.0 (thermoformed mouthguards instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that swelling, redness and irritation could be caused by mouthwash, toothpaste, or soaking material. Per obtained information, the patient maintained the device by rinsing with warm water and soak in anti-bacterial soap. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. This complaint will be kept on record for track and trending purposes.